Event description:
The reporter indicated that during the implant the serial # on the box and on the sticker was same, which was the system shown shipped. The serial number on the lead was different, which was confirmed. No pt was involved in this event.

Manufacturer narrative:
After reviewing the device history record, it was discovered that both leads were package on the same day under the same work order. It appears that the label was swapped on the package and the inspector missed it.